Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, an 18mm amplatzer amulet occluder was successfully implanted in a patient. The patient had been administered protamine after deployment/implant of the occluder. The patient had been administered heparin for the procedure, but it is unknown what the pre-implant and post-implant activated clotting times were. It was noted that 45-60 minutes after the procedure the patient complained of severe chest pain and difficulty breathing. The patient's blood pressure, oxygen, heart rate, and respiration rate were all stable and within normal limits. A stat electrocardiogram was performed, but there was nothing remarkable found. A stat transthoracic echocardiogram (tte) was ordered, but just before being scanned the patient's heart rate and blood pressure dropped. However, the patient did not experience cardiac arrest. It was noted via tte that the patient had a 2cm circumferential pericardial effusion in the right ventricle and the effusion. The patient was noted to have borderline cardiac tamponade. The decision was made to perform a pericardiocentesis in which 900 ml of blood was drained from the patient. The patient's blood heart rate and blood pressure normalized after the successful pericardiocentesis. The patient's activated clotting time was taken using blood drained from the effusion and was noted as being 1741 seconds. It also was noted that 18mm amplatzer amulet occluder remained implanted. However, when comparing intraoperative transesophageal echocardiogram scans to post-operative chest x-rays and fluoroscopy it was noted that the occluder had migrated slightly from it's original implant site. The patient was kept overnight to monitor their condition. Another transthoracic echocardiogram will be performed prior to the patient being discharged. The patient was stable at the time of report. The direct cause of the pericardial effusion is unknown.

Manufacturer narrative:
An event of severe chest pain, difficulty breathing, circumferential pericardial effusion, borderline cardiac tamponade, drop in heart rate and blood pressure and device migration was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. Based on the information received, the cause of the reported incident could not be conclusively determined, however is consistent with patient anatomy.h6 medical device problem code: code 2993 removed.

Event description:
Subsequent to the previously filed report. A correction needs to be made as the patient's activated clotting time post-implant using blood drained from the pericardial effusion was 171 seconds, not 1741 seconds. Additional information was received that there was one noted partial recapture of the 18mm amplatzer amulet occluder during procedure. It was noted that a 12f amplatzer torqvue 45x45 delivery sheath was used to implant the 18mm amplatzer amulet occluder. The 18mm amplatzer amulet occluder was never completely retracted into the delivery system during procedure. The patient had remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure reported. It was also noted that it is unable to be confirmed that the 18mm amplatzer amulet occluder migrated, but it did change in orientation. The patient was stable and discharged 2 days after the implant procedure. There was no allegation of malfunction against the 18mm amplatzer amulet occluder or procedure. The cause of the pericardial effusion is believe to have been from the patient's having a very thin left atrial appendage.